Event description:
Stent was placed in 2005, to correct a severe stenosis hear the vater's papilla in a pt with pancreatic cancer. Stent was deployed with the tip protruding approximately 2cm from the bile duct into the duodenum. CT examination about 1 month later, observed a severed tip of the stent in the transverse colon. Segment of stent found in the bile duct was constricted. Another manufacturer's stent was deployed within the stent to reinforce the constriction of the stent, noting the stent to have been severed. The next day, the severed segment was observed in the sigmoid colon. No adverse affect to the pt.